Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Bradycardia, hypotension and neurological deficits are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformancies which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: bradycardia, neurological event. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient experienced bradycardia, hypotension, slurred speech and left facial weakness. The neurological symptoms were diagnosed as a transient ischemic attack and improved with treatment for the hypotension. The hypotension was treated with a dopamine drip and midodrine. Four days postprocedure, the neurological symptoms resolved. Five days post procedure the hypotension and bradycardia resolved and the patient was discharged to home. Although requested, there was no additional information provided.